Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer will continue to use current pump for insulin therapy or will revert to an alternate method if needed.